Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there were no audible tones coming from the mx40 device. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the testing conducted we were unable to replicate the reported problem. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at the time of the event; therefore, the speaker has been replaced per current process. The device was operational after repairs were completed.

Manufacturer narrative:
Data correction to device identifier

Manufacturer narrative:
D4 product UDI: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.